Manufacturer narrative:
The patient sample was received for investigation. It was determined that the patient sample contained an interference against the antibody/idiotype component of the ft3 reagent. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem was identified.

Manufacturer narrative:
The first e801 analyzer serial number is 1824-08. The serial number of the second e801 analyzer was not provided. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on two cobas e 801 analytical units compared to an abbott analyzer. On (B)(6) 2023, the result from the first e801 analyzer was 9.36 pmol/l. On (B)(6) 2023, the sample was tested on the second e801 analyzer and the result was 9.18 pmol/l. On (B)(6) 2023, the result from the abbott architect was 3.95 pmol/l. The reference ranges were requested but not provided.